Event description:
It was reported that during the procedure, the guide was seated in the left ostium without any problems. Intervention proceeded and the stent was placed in the mid-circumflex. The physicain then passed a wire through the struts of the stent into a marginal branch. A balloon was passed into the marginal and dilated the vessel. Extra force was required to pull the balloon out through the struts and the guide was pulled into the ostium and may cause a dissection of the left main in the circumflex artery. The pt was stable and went to the or (non emergency).